Event description:
It was reported that high out of range hv lead impedance was seen during previous follow ups and at device upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field events of high hv lead impedance measurements were confirmed via report printouts. Analysis was normal.no device anomaly was found. The cause of the field reported impedance anomaly could not be determined.